Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit, and was able to reproduce the low negative pressure alarm, and the detection found that the negative pressure of the unit was too low. The fse replaced the 5000-hour maintenance kit, and the equipment returned to normal. The equipment was inspected according to the requirements of the factory, and all test items passed, and the equipment returned to normal and could be delivered for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit indicated that the negative pressure was too low, and it was immediately replaced with other equipment, and there was no patient harm or injury reported.